Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and reported that the iabp's displayed was previously replaced for display issues, the batteries were scheduled to be replaced in november of 2020 and the iabp passed a battery run time test. The customer's biomedical engineer could not duplicate the screen going blank and neither could the getinge fse after running the iabp for 2 and a half hours. Manipulation of the coiled cable and the display board to the monitor module cable were produced and there were no adverse effects to the display. In the interest of patient safety, the fse replaced the inverter board for the display, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that during use on a patient, the display of the cs300 intra-aortic balloon pump (iabp) went black while the iabp was plugged in. No patient harm, serious injury or adverse event was reported.